Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported the patient had a spinal cord stimulator by the manufacturer in his back. It malfunctioned when it got bumped. The patient had been in (B)(6) for two weeks. They would not remove it, no one would. The consumer was desperate to find a doctor qualified to remove it.